Event description:
At 3:15 pm mammography unit in use; pt's right breast and technician's right hand were caught in compression (auto) paddle. Pt inadvertantly stepped on auto compression foot paddle and device failed to unlock. No apparent injury to pt.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-94. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.